Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported that the pump battery would not charge. There was no reported impact on the customer's blood glucose level. The customer declined to investigate the issue further. There was no additional information received regarding the outcome of the event.